Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences? Post-operative bleeding immediately after surgery. What is the procedure date (dd/mm/yyyy)? Waiting on staff to provide exact date. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a tlh procedure in 2023 and barbed suture was used. The device was used to sew the perineum. It was reported by the sales rep that post-op to the surgeon used a 2-0 stratafix symmetric (ref: sxpp1a424) for his vaginal cuff closure on a tlh procedure. He reported that after the procedure finished and patient was sent to pacu, the patient started vomiting and exerted a lot of force. As a result, the patient felt a "pop" and began to experience vaginal bleeding. The surgeon examined the patient and noticed a very small gap/weak point on the vaginal cuff. The patient did not experience a dehiscence but it was apparent that there was a break on the suture. No readmission was necessary since fortunately the patient did not experience a dehiscence. The patient experienced an adverse event. Additional information was requested.